Event description:
Patient admitted to hospital for removal and replacement of medtronic generator secondary to potential for sudden unexpected battery failure. This resulted from an advisory from medtronic. Patient's medtronic generator had been placed 2002.